Event description:
During an angioplasty procedure, an air bubble was observed in the artery on the angiogram. The pt experienced no adverse consequences as a result of the incident. The device was discarded by the user. Therefore, the lot number could not be determined.